Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "broken/loose cable." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was attributed to a component failure and related to device design. A pitch cable breakage occurs when the tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per instrument log review, the tenaculum forceps instrument associated with this event was last used on (B)(6) 2021, on system (B)(4). The tenaculum forceps has 6 uses remaining after the last use. The instrument has max 10 uses. This complaint is being reported due to the following conclusion: failure analysis investigation confirmed a broken pitch cable. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start-post-anesthesia of a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue was identified during the setup. The color of the loose cable was silver. The instrument did not collide with any other tools or instruments. No fragments fell inside of the patient. It is unknown if images or videos are available for review.